Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 3. Details of surgery: sinus perforation. On(B)(6) 2022 , loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and swelling. No further patient complications were reported.